Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patient's vns therapy system was re-implanted due to a lead discontinuity. Good faith attempts are being made to obtain additional information and the explanted products.